Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a foreign matter on the suction cylinder. The issue was found during the set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure number two was confirmed. The following reportable malfunctions were identified during the device evaluation: the suction channel had debris. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a blockage in the channel tube prevents the channel cleaning brush from passing smoothly through. Probable cause: ·the customer reported that the specific brush clogged. As reported, the device inspection confirmed foreign material clogged. ·from the above, consider that the foreign material remained because the customer sent the device to olympus after detecting that the suction channel/cylinder was clogged with foreign material during handling of the device. ·it was presumed that clogging of foreign material was caused by handling stated at brush the channels in IFU reprocessing manual. These events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The symptom was that the cleaning brush got stuck in the channel during cleaning and did not come out, but cleaning proceeded normally.